Event description:
The anchor broke during the surgery. We do not have more information. Malfunction report states nothing broke off in the patient. There is no additional information available at this time.

Manufacturer narrative:
Date received by manufacturer on initial report was (B)(4) 2011. The date is corrected to (B)(4) 2011 for the following reasons: the malfunction report was completed by the distributor (B)(4) on (B)(4) 2011. The complaint was provided to smith & nephew customer service on (B)(4) 2011; initially, it was believed by the quality coordinator that (B)(4) was a smith & nephew company so the incident aware date was recorded as (B)(4) 2011. During the (B)(4) review ((B)(4) 2011) of reported mdrs it was realized that the incident aware date utilized was based on when the distributor became aware of the incident ((B)(4) 2011) not when smith & nephew became aware of the complaint ((B)(4) 2011). This MDR supplemental report is being submitted to correct the incident aware date from (B)(4) 2011 to (B)(4) 2011. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was originally reported on (B)(4) 2011 that part number was 72200778 and lot number was 50273353. Additional information received on (B)(4) 2012 confirmed that the part number is 72200777 and the lot number is 50334111. Therefore corrections are made to the initial report for part number, lot number, and expiration date; age of device; and device manufacture date. (B)(4).